Event description:
It was reported that after a pta dilatation, the catheter could not be pulled back through a 6fr sheath. The catheter and sheath removed as a single unit. The procedure had already been completed when the reported event occurred.